Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified left anterior descending (lad) artery. The 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation and was inflated five times, however, on the 5th inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast and blood in the inflation lumen. There was a 4mm tear in the balloon material on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified left anterior descending (lad) artery. The 12mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation and was inflated five times, however, on the 5th inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and patient's status was good.